Event description:
It was reported by the account that during routine cataract surgery with intraocular lens (iol) implant the lens was misloaded into the insertion system resulting in a damaged lens. The incision was enlarged to remove the initial implant, and a second iol implanted without complication. There was no patient injury reported.

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that a large amount of air had entered into the disposable and had the caregiver cycle power to clear the alarm. (B)(4) advised the caregiver to start over using new supplies. Therapy had been started prior to the patient connecting. Upon connection, the hc alarmed with the system error 2240. Product surveillance spoke with the patient's dialysis nurse. The nurse stated the she was not aware of the event but as far as she knew, the patient had continued therapy without complication. No injury or medical intervention was reported.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification and showed one broken haptic. Prior to release the iol met all manufacturing specifications. The results of our inspection suggest this event is user related and not manufacturing related. We will continue to monitor and trend all reports.

Manufacturer narrative:
The device was not received for analysis. Information received from the account indicated the iol was damaged during implantation by an improperly loaded insertion system. Prior to release, the lens met all manufacturing specifications. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.